Event description:
It was reported the patient has lost stimulation due to the charger and programmer being unable to communicate with the ipg. A replacement charger was sent to the patient to provide resolution to no avail. An sjm representative attempted to troubleshoot with multiple programmers to no avail. As a result, the patient plans to discuss the next course of action with her doctor.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.